Event description:
While repositioning the or bed (unlocking to turn bed), the bed started to tip. If not caught, the patient's head of bed would have hit the ground. The bed was in reverse, but per the description on the bed it should be able to hold 500 lbs safely in reverse. Our patient was less than 500 lbs.